Manufacturer narrative:
Investigation summary: no product was returned for investigation. Bradycardia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the bradycardia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1929987. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with an impella cp was escalated to an impella 5.5 device for mechanical circulatory support. The patient presented to the emergency department with complaints of chest pain and a history of drug abuse. The decision was made to implant an impella cp and transfer the patient to another hospital for advanced therapies. Prior to impella placement, the physician elected to place a femoral-to-femoral bypass due to the patient¿s vessel size. The impella was implanted, and support was initiated with no complications. The patient was successfully transferred to another hospital and upon arrival the patient was cannulated with veno-arterial extracorporeal membrane oxygenation (va ECMO). On day 2 of impella cp support, the patient experienced a hematoma in the right groin where the impella access site was located. The patient was transfused with 1 unit of packed red blood cells, cryoprecipitate, a unit of platelets and 6 units of fresh frozen plasma. A femstop was placed to control the bleeding and heparin was withheld, and hemostasis was achieved. On day 5 of impella cp support, the medical team decided to escalate the patient to an impella 5.5 as a bridge to wean the patient from va ECMO. Prior to the impella 5.5 escalation, the patient was cardioverted from atrial fibrillation with rapid ventricular response to normal sinus rhythm. The impella 5.5 was implanted without complications and the impella cp was explanted. The patient was then weaned and decannulated successfully from va ECMO. On day 4 of impella 5.5 support, the patient experienced multiple bradycardic episodes overnight which was treated with atropine. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6) pump 2: impella 5.5, with serial number (B)(6) this MDR specifically addresses pump 2: impella 5.5, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.